Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on an unspecified date at 11:30 am the pump did not have power. The reporter replaced the pump battery to no avail. There was no evidence of damage, moisture or trauma to the pump. Afterwards, the patient obtained the blood glucose level of 596 mg/dl, and experienced no symptoms. The patient corrected her blood glucose level using an injection of insulin via a syringe; she did not seek any medical attention. The technical support representative (tsr) contacted the reporter several times to obtain more information and to troubleshoot the pump; however was unable to reach the reporter by telephone. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.